Event description:
It was reported when using the tube pms plh 13x100 3.5 plbl lim ce device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: new incidents reported, statistical study of the impact of stopping the barricor tubes on the rates of hemolysis of potassium and asat determinations. In the emergency room, we have gone from 1 to 5% of k since the beginning of the year to 9% of hemolysis last week. New malfunction: a sample was taken on a barricor tube. . Erroneous results 04/21: - new malfunction: on 04/21, a patient's sample was assayed at 49.2 ng/l troponin, a second control sample at h2 is assayed at 49.4 ng/l.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; so the investigation was limited. Based on the lot numbers that were in use during this time: 0245303, 1004592, 1039510. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 20 retained samples from each suspected lot were draw tested it was determined that all 60 tubes drew within specification. 20 retained tubes from each lot number provided were analyzed for heparin content and all were all within specification limits.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the tube pms plh 13x100 3.5 plbl lim ce device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: new incidents reported, statistical study of the impact of stopping the barricor tubes on the rates of hemolysis of potassium and asat determinations. In the emergency room, we have gone from 1 to 5% of k since the beginning of the year to 9% of hemolysis last week. New malfunction: a sample was taken on a barricor tube. . Erroneous results 04/21: - new malfunction: on 04/21, a patient's sample was assayed at 49.2 ng/l troponin, a second control sample at is assayed at 49.4 ng/l.